Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Pump was received with cracked display window corner, battery tube threads, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. To the public under the freedom of information act.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not performed. The device was returned for analysis.